Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported the issues were all resolved through reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's therapy is fluctuating. The caller is reporting the patient is experiencing changes in stimulation getting weaker without any movement. It was also noted when the patient moves the patient's wife can see the ins move. Impedances were tested and there were reported to be in ranges from 670-960. Palpations confirm changes in stimulation and pressing in, intensity is lightened. The stimulation becomes stronger when palpation is released. The patient had a sudden change in therapy/symptoms. It was noted the ins is regularly below 40% charge, fluctuates intensity perception only, ma stays the same, occurring randomly and sometimes when not moving/or still position. Adaptive stimulation is not activated. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the change in the patient's therapy/fluctuating therapy was possibly due to a loose connection or fluid interference/short at the ins site- the exact cause was unknown. X-rays were performed of the lead and ins but they appeared fine with no changes since implant. The representative reported that the patient was receiving erratic changes in stimulation while standing and sitting and stimulation was cutting out when they pressed on the ins. The representative sent in session files but nothing stood out with regards to the impedances. The patient was programmed to 6 and 7 and 12, 13, 14, 15. No further complications reported.